Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the most recent repair record determined the device failed the sample mesh test during evaluation. The cutter and handle were damaged, and the roller was discolored. The cutter, handle, and roller were replaced and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign country: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that during standard maintenance, the device was found to have a damaged cutter and handle, discolored roller, and had inappropriate cutting. These failures have not caused any problems or endangered any users or patients. Attempts have been made and all available information has been provided.